Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Replaced worn finger on complete pressure adjuster with tip replacement kit. Performed fms solo system rework for fms connect interface cable. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder repair procedure, it was observed that the pump kept on running. It was reported that the procedure was completed with an alternate like device without any delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly e procedure.